Event description:
Found during testing. According to the reporter, defibrillator energy settings would not calibrate. The reporter stated that a fault code 22 was logged into the device error log.

Manufacturer narrative:
Device data storage, including defibrillator calibration constants, is stored in a battery-backed ram chip, designator u28, on the main pcb assembly. Ic chip u28 contains a lithium energy cell battery that can maintain the device data for a minimum of 5 yrs continuous duty. A recent failure analysis has determined that a severely depleted energy cell can result in a failure of the defibrillator to charge completely and/or a failure to discharge. Physio-control recommended the customer replace u28 and recalibrate the device to restore proper operation. Physio provided the customer with replacement part number and repair info.